Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot e120 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint category, pressure dome membrane leak. No trends were detected for this complaint category. Service order report, # (B)(4), feedback: the service technician cleaned the pump deck after removing the pump heads. The system checkout procedure was then successfully completed . A photo analysis was conducted for this complaint. A review of the photo confirmed the leak which appeared to be originating from the system pressure dome assembly. However, the analysis of the photo was unable to determine the cause of the leak, as no manufacturing related defects were confirmed during the evaluation. A review of the device history record did not identify any related nonconformances. Based on the analysis, no remedial actions will be conducted. (B)(4).

Event description:
The customer reported a leak at the system pressure dome after 310 ml of whole blood processed. The customer stated that the system pressure dome was correctly installed, and there were no alarms during prime. The customer reported that the treatment was aborted with no blood/products returned to the patient. The customer stated that the patient was in stable condition. Service was requested. A photo was submitted for investigation.